Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error not confirmed.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer¿s blood glucose was 187 mg/dl. Customer stated that the insulin pump with a picture of book question mark. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.